Manufacturer narrative:
The investigation determined that the reagent probe changed by the customer was the root cause of the event.

Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
This event occurred in (B)(6). The customer observed droplets on the outer ring of the cuvettes. The customer replaced the tubes and springs, and no further issues were observed. The sample probe was replaced. The customer performed precision checks. The r1 probe was replaced and adjusted, which appeared to solve the issue. The investigation is ongoing.

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 6. This result was reported outside of the laboratory, but was quickly corrected and did not affect the treatment of the patient. The repeated result was 120. The units of measure were requested but not provided. The reagent lot number is 479885. The expiration date was requested but not provided.